Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that via a remote merlin.net transmission that the right ventricular lead exhibited multiple episodes of noise. No intervention was performed and the stable patient would continue to be monitored.